Manufacturer narrative:
E1: patient city: (B)(6) . Patient country:colombia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set leaking at the tubing event on (B)(6) 2024.the infusion set has been used for 2 days. No further information was available.